Event description:
The customer reported during operational check the device did not defibrillate. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.